Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device beeper is not functioning properly.

Manufacturer narrative:
Updated various fields due to new information received.